Manufacturer narrative:
A back section failure was reported. The patient was positioned in reverse orientation (feet on head end, pelvis on back section, & head on foot end). The customer attached stirrups to the back section and placed the patient's feet in stirrups. They then attempted to articulate the table. While articulating the table, the back section medical rails and pivot joints allegedly failed. The back section technically detached from the table. The patient was removed from table, no injury or adverse event to the patient was reported. A stryker field service technician (sfst) investigated the complaint and found the back section broken. The table is labeled to only hold up (B)(4) pounds and the patient was reported to have been over the maximum limit. The back section of the table was unable to support the patient.

Event description:
A back section failure was reported. The patient was positioned in reverse orientation and stirrups were attached to the back section and for the patient's feet. They then attempted to articulate the table, but while it was articulating, the back section medical rails and pivot joints allegedly failed. The back section technically detached from the table. The patient was removed from table, no injury or adverse event to the patient was reported.